Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the ems instrument's firing trigger is so tight that the surgeon could not fire the device. There was no consequence to the pt.